Manufacturer narrative:
On 6/27/2019, additional information was received clarifying the event date was 6/3/2019. As such, field b 3. Date of event has been updated fro (B)(6) 2019. Manufacturer¿s ref # pc-(B)(4).

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation was performed for the finished device 00001067 number, and no internal action was found during the review. Date of event was not provided by the customer, as such. Date of event has been populated as 1/1/2019. Follow-up attempts for the date of event are being done. If additional information is received regarding clarification of the date of event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure wherein a carto vizigo¿ 8.5f bi-directional guiding sheath was used and bleeding occurred due to a brim cap and hemostatic valve detachment. It was initially reported that during introduction of the dilator into the carto vizigo¿ 8.5f bi-directional guiding sheath, the hemostatic valve broke. On 6/12/2019, additional information was received indicating that during the procedure, the brim cap and the hemostatic valve were completely detached from the hub resulting in some bleeding. There was no resistance or difficulty during insertion or removal of the catheter. There¿s no indication that a medical/surgical intervention or extended hospitalization was required. The procedure was completed without patient consequences. The issues of brim cap and hemostatic valve detachment have been reviewed and assessed as MDR reportable malfunctions. The reported issue of ¿bleeding¿ has been assessed and is to be considered not serious and not MDR-reportable if no medical/surgical intervention or extended hospitalization was required for treatment or prevention of permanent damage.